Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5554-53, implanted: 2008-(B)(6); product ID 5076-58, implanted: 2008-(B)(6). (B)(4).

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that ventricular tachycardia (vt) elctrogram (egm) data was partly missing. The device remains in use. No patient complications have been reported as a result of this event.